Manufacturer narrative:
Additional information: it was reported that during implant the cuff was tried not used due to the cuff being too tight with an artificial urinary sphincter (aus), device code.

Event description:
It was reported that during implant the cuff was tried not used due to the cuff being too tight with an artificial urinary sphincter (aus). The 4.5cm aus cuff and balloon were not implanted and a new 5.0 cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that during implant the cuff was tried not used with an artificial urinary sphincter (aus). The 4.5cm aus cuff and balloon were not implanted and a new 5.0 cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.